Event description:
It has been reported to philips that the system would not start. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use. The customer was performing coronary diagnostic procedure. The procedure was completed after restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the system was unable to start. Review of the system log file confirmed host pc malfunction. Upon troubleshooting fse found that the cause of the issue was with the host pc and hard disk drive. The philips engineer replaced host pc, hard disk drive and reloaded the software. The host pc has been returned for analysis and investigation confirmed a failure of hdd in the host pc. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.